Manufacturer narrative:
The technician found the hand pendant was shorted. The technician removed the hand pendant from the bed to resolve the issue.

Event description:
The technician alleged that the bed was self-running. No pt impact.